Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 350 mg/dl. Customer stated that she had high blood glucose because she had pneumonia. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm or ramping numbers noted. The insulin pump received with cracked case on lcd display window corners and scratched lcd window.